Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, they attempted to pull the wire, but they felt a resistance, and as they were pulling, the guide wire was stretched out, so they stopped and pulled the wire and the catheter, they examined the tip of the wire and catheter and they were both intact but noted that the wire was stretched a bit. Xray was done to check if foreign body was left and nothing was seen. A new catheter was inserted without any issues.

Event description:
According to the reporter, intra-operatively, they attempted to pull the wire but they felt a resistance, and as they were pulling, the guide wire was stretched out, so they stopped and pulled the wire and the catheter, they examined the tip of the wire and catheter and they were both intact but noted that the wire was stretched a bit and was frayed. Xray was done to check if foreign body was left and nothing was seen. It was stated that the guide wire provided with the kit was used. A new catheter was inserted without any issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the guide wire was stretched and frayed. The catheter appeared intact. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.